Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-apr-2022 to 25- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿ screen froze due to software failures. A field service engineer confirmed that the issue was resolved by the customer after rebooting the station. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the pyxis anesthesia es system's screen was frozen and displayed a bus error message during use. User has tried to reboot but failed to recover. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis anesthesia es system was frozen and displayed a bus error message during use. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported issue was resolved after a device reboot by user. A field service engineer tested the functionality of the station. The system functioned as intended.